Event description:
During the saphenous vein harvesting procedure, the tunnel kept collapsing while they were dissecting the branches. The hospital used a replacement unit to complete the procedure. No patient complications were reported by the hospital.